Manufacturer narrative:
An olympus technician evaluated the device onsite. The fault was found to be in the internal wiring of the operating room that connects the subject device and the monitor. No fault was found with the subject device or the monitor. The wiring was repaired by an external company. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during preparation for use, moving the screen causes the image on the subject device to break up. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the cause was unstable connection that occurred due to faulty cable in the operating room. Olympus will continue to monitor field performance for this device.